Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the device displayed the end of life (eol) message and it is unknown if the device depleted prematurely. Patient lost therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.